Manufacturer narrative:
Additional information was received on june 28, 2016 and was added to the case. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a metasul large diameter head 44/j on the left side on (B)(6) 2007. The patient underwent a revision surgery on (B)(6) 2016 due to loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient received a metasul large diameter head 44/j on (B)(6) 2007. Revision surgery is planned due to unknown reasons.